Event description:
During file review an old returned, questionnaire related to this event was found. The questionnaire confirmedd that there was no pt impact associated with this event. The surgeon identified the chip on the lens under the microscope prior to insertion. There was no pt contact.